Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The cause of the reported difficulties and the subsequent treatment is related to the circumstances of the procedure. In this case, it is possible a deflection occurred causing the posterior needle from fully ejecting from the foot pocket, and or causing the plunger not being fully depressing against the handle. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transfemoral cerebral angiography interventional procedure using an 8f sheath. Reportedly, after needle deployment, the plunger was pulled out but the suture could not be verified. A cuff miss occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.